Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unclear. The patient became more hypotensive with lactic acidosis leading up to death. They had continuous low flow alarms and there was concern for right ventricular failure. The death was potentially sepsis-related. The outcome was not considered device or therapy related as the source of the sepsis was possibly the patient's appendix. There was evidence of appendicitis on a prior computed tomography scan. The patient was given broad-spectrum antibiotics to treat sepsis prior to death.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events and patient outcome could not be conclusively determined through this evaluation. The patient's outcome was reportedly not considered device-related as the device was operating as intended. It was reported that hm3 lvas, serial number (B)(4), was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, infection, sepsis and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). This section also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists right heart failure and infection as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. This section states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Information regarding anticoagulation therapy and international normalized ratio range can be found in this section. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Additionally, the IFU and patient handbook provide suggested responses in the event of infection, as well as care instructions in regard to preventing infection. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.